Manufacturer narrative:
H3:-other: as the device remains in the patient, no further investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. H6 investigation findings code c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Engineering investigation: this complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction, related to stent dislodgement, has occurred. The following information was not reported to gore: a) clinical images enabling direct assessment of product performance, or b) product. As reported, the physician realized the length of the device was too long after it reached the target vessel and decided to withdraw the device back into the sheath; when the device was removed, the stent was found to have dislodged from the catheter inside of the patient. Per the device instructions for use (IFU), withdrawing the device back into the introducer sheath can cause dislocation and/or dislodgement and damage to the endoprosthesis. Therefore, the cause of the primary reported failure mode is consistent with the reasonably foreseeable misuse of the user attempting to withdraw a fully introduced device back through the introducer sheath. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for a pelvic aneurysm with an iliac side branch (z-bis from cook). A gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was to be implanted in the branch of the cook z-bis device to treat the internal iliac artery. It was stated that after cook z-bis device implantation, the vbx device was brought into the target vessel via a 65 cm 12 fr dry seal sheath over a rosen guidewire cross over. The physician realized that the length was too long and wanted to withdraw the vbx device again. During withdrawal of the delivery catheter the physician noticed resistance and the force applied was a little bit greater than normal. When the physician pulled out the delivery catheter, he noticed on the outside that the vbx device was dislodged from the catheter. This happened external to the sheath and the physician stated that there were not any patient related conditions that may have contributed to the event and he did not recall any out of the ordinary manipulation of the catheter during the case. Under x-ray control, the vbx device was localized in the branch. An attempt was made to push it downwards (distally) into the aneurysm using a 3 mm pta balloon. This was not entirely successful. The vbx device was then pressed against the wall of the branch using a 10 mm advanta v12 device with a length of 58 mm and pressed a little bit in the aneurysm sac. The patient was fine.